Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. Cs0002f, a64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disorder gastrointestinal. Concurrent conditions included obesity, gerd and insomnia. Concomitant products included buspirone, clonazepam, gabapentin, norethisterone (micronor), pantoprazole sodium sesquihydrate (protonix), paroxetine hydrochloride (paxil), sumatriptan (imitrex), venlafaxine, vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), chronic gastritis ("chronic gastritis"), fibromyalgia ("fibromyalgia") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), fatigue ("fatigue"), myalgia ("muscles pain"), pain in extremity ("arms pain/ legs pain"), musculoskeletal pain ("shoulders pain"), neck pain ("neck pain"), vitamin d deficiency ("vitamin d deficiency") and alopecia ("loss of hair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vitamin d deficiency had resolved, the dyspareunia, abdominal pain lower, fatigue, vaginal haemorrhage, menorrhagia, anxiety, depression, headache, nausea, chronic gastritis and fibromyalgia outcome was unknown and the migraine, arthralgia, myalgia, pain in extremity, musculoskeletal pain, neck pain and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, chronic gastritis, depression, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: current weight 167 lbs. Trailing coil: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Lot number: a64636. Manufacture date: 2012-10. Expiration date: 2015-10. Lot number: cs0002f. Manufacture date: 2013-09. Expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. Cs0002f, a64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disorder gastrointestinal. Concurrent conditions included obesity, gerd and insomnia. Concomitant products included buspirone, clonazepam, gabapentin, norethisterone (micronor), pantoprazole sodium sesquihydrate (protonix), paroxetine hydrochloride (paxil), sumatriptan (imitrex), venlafaxine, vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), chronic gastritis ("chronic gastritis"), fibromyalgia ("fibromyalgia") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), fatigue ("fatigue"), myalgia ("muscles pain"), pain in extremity ("arms pain/ legs pain"), musculoskeletal pain ("shoulders pain"), neck pain ("neck pain"), vitamin d deficiency ("vitamin d deficiency") and alopecia ("loss of hair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vitamin d deficiency had resolved, the dyspareunia, abdominal pain lower, fatigue, vaginal haemorrhage, menorrhagia, anxiety, depression, headache, nausea, chronic gastritis and fibromyalgia outcome was unknown and the migraine, arthralgia, myalgia, pain in extremity, musculoskeletal pain, neck pain and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, chronic gastritis, depression, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: current weight 167 lbs. Trailing coil: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and medical record received. Reporters information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), anxiety, depression, headaches, nausea, chronic gastritis, fibromyalgia, joint pain, muscle pain, arms/ legs pain, shoulders pain, neck pain, vitamin d deficiency, loss of hair. Outcome of events were updated. Medical history, lab data and concomitant drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.